Event description:
It was reported that a (B)(6) female patient (68kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter. The patient suffered cardiac arrest requiring extracorporeal membrane oxygenation (ECMO) and prolonged hospitalization. Before the transseptal phase, the patient had a sudden drop in blood pressure. At that time, they used an intracardiac echocardiogram to check for effusion and found there was no effusion. After about 15 minutes, the patient's blood pressure came back up and the patient was stable enough to continue the procedure. The medical team proceeded to complete ablating on the left side. Before administering adenosine, the caller reported that the patient's blood pressure dropped for a second time. The patient's blood oxygen saturation level also dropped. The team checked for effusion using an intracardiac echocardiogram and found no effusion and no perforation. At this time, they also noticed the left ventricle was at about 30% of a normal contraction level. At this time. The case was abandoned, and the catheters were removed, and an interventional cardiologist was consulted. As of the time of the call, the patient's blood oxygen saturation was brought back up and the interventional cardiologist was still working on the patient. At the time of the call, the plan was to admit the patient to the intensive care unit and continue to monitor them. The case was not part of a clinical study. When asked, the caller reported that he had not had a chance to consult with the physician, but the surgical techs had reported that the physician at the time of the call did not have an opinion as to what was the cause of the complication. Minor blood pressure drop occurred before going transseptal, patient stabilized, and the procedure as continued. Then after the case was nearly completed, the patient became unstable and interventional cardiologist were called for additional assistance. The physician believed that the cause of the adverse event was that it was a combination of procedure and patient condition related. The patient required CPR, vitals were taken, epinephrine was injected, and they put the patient on extracorporeal membrane oxygenation (ECMO). The patient outcome of the adverse event was improved (stabilized, taken to the ICU). The patient required extended hospitalization because of the adverse event. The lot number for the stsf catheter is unavailable as the packaging was thrown away during the procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).